Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump fails the motor speed test. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was returned for preventative maintenance and also the unit failed the motor speed test. No al legation of patient death or serious injury.